Event description:
A reply card was received stating an intraocular lens (iol) was not implanted, broken bag. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. The file indicated that the intraocular lens (iol) was not implanted, broken bag. No further details have been provided as to the root cause of the broken bag; therefore we are unable to determine if a product malfunction occurred based on this limited information. There are no other complaints in this lot. Investigation has been completed based on current information. No further action warranted at this time. (B)(4).

Manufacturer narrative:
A reply card was received stating an intraocular lens (iol) was not implanted, broken bag. Additional information was requested. (B)(4).